Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect gas delivery engine (gde) component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect gde component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported the ventilator device auto-cycling, which was unresolved prior to use. The customer stated no patient involvement with this event. The customer determined the most likely cause was associated with the gas delivery engine.